Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 2 patient samples on a cobas e 411 analyzer (disk system). Sample 1 had an initial result of 17.51 pg/ml. The repeat result was 525.4 pg/ml. The repeat result was deemed correct. Sample 2 had an initial result of 14.18 pg/ml with flag. The sample was repeated twice and the results were 5.51 pg/ml and 4.62 pg/ml. The result of 5.51 pg/ml was deemed correct.

Manufacturer narrative:
The reagent lot number is 869586 and the expiration date is 31-aug-2026. The qc recovery data provided was within specification. The field service engineer (fse) replaced cables, the sample and reagent probes, sipper probes, and the liquid detection card. An instrument check was performed successfully. The service maintenance actions performed by the fse resolved the issue.